Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that patient's stimulation had been "acting weird". She said her healthcare professional (hcp) said she might have to have a manufacturer representative (rep) meet with her to check on settings. The ins was set so when she laid down at night the stimulation turned down (later confirmed she has adaptive stim programmed in for laying down and upright positions). She said stimulation usually did go down but then when she was up she had noticed that the stimulation had been weaker than before. She had also noticed that at times when she sit down on the bed before laying down, the stimulation would get "much stronger" for a minute or two. This had been going on for "maybe a month or two". No further complications were reported.